Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was low. The customer's blood glucose reading was unknown at the time of incident. Customer declined to troubleshoot and indicated that they will call back later when they have a tubing clamp to perform the high pressure test. No further assistance necessary.